Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: both photos along with seven samples, were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be separated from the plunger within two of the provided samples, verifying the reported incident. A device history review was performed for lot 2110123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples of the same lot were used for additional evaluation. The product was inspected, verifying all stoppers were properly assembled onto the plunger rod and no damage or defects was observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers, there were no incidents documented related to any failures with the detection system during manufacturing of lot 2110123. While we cannot identify a direct issue, it is possible the stopper was not properly assembled due to improper alignment during assembly. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Detailed incident description: they use 303172 for a thin liquid used to lubricate piano instrument parts. It has worked flawlessly for many years, but the syringes in the box with lot number: 2110123 have caused problems. They often find that when they have emptied the syringe of liquid and want to pull the plunger back again, the rubber stopper comes completely off the plunger. When did the incident occur? During use: no patient harm.